Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron 300 series g310, they allege that they have limited water flow and the insert tip gets hot, no injury resulted.

Manufacturer narrative:
On 08/04/25 cn: hpcable # 03230, handpiece #n/a. W4e water sol,iso valve clogged. Poor water pressure/flow due to debris buildup in water solenoid. Soiled and debris buildup in water tubing inside the unit. Cracked /chipped edge at the low left corner of the screen. Will replace damaged /worn components and recalibrate unit to factory specs upon estimate approval. Note: no handpiece received for evaluation and not included in the estimate. Items not received for evaluation cannot be warranted . DHR review is not required because the product was returned for evaluation, and the described failure mode is a known hazard.